Manufacturer narrative:
(B)(4).

Event description:
It was reported the internal neurostimulator (ins) had impedances of greater than 40,000. It was noted the device was not implanted and a different product was used. It was reported both gates of the ins gave results of high impedance. It was noted the lead¿s impedances were tested using the multi-lead trialing cable and the impedances were normal. It was reported a new ins was used and the impedances were normal.

Manufacturer narrative:
Analysis if the implantable neurostimulator (ins), serial # (B)(4), revealed no anomaly.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.